Event description:
This is filed to report incomplete coaptation and tissue damage. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, anterior flail, and ruptured chordae. The physician stated that during the procedure, the steerable guide catheter (sgc) was difficult to position and curve. An xtr clip was inserted and deployed on the mitral valve. To further reduce mr, an additional clip was inserted. However, while positioning the second clip, the first clip detached from the anterior leaflet and remained attached the posterior leaflet (single leaflet device attachment/slda), resulting in a chordal rupture. The second clip was then repositioned to stabilize the slda. However, mr was unable to be reduced and remained at a grade of 4+. Due to the unchanged mr, the physician decided to perform mitral valve replacement. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported incomplete coaptation could not be replicated in a testing environment. Additionally, the actuator mandrel was bent, the actuator coupler had deformation, and the l-lock tabs were scratched. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported mitral valve insufficiency/ regurgitation (unchanged mr) associated with mr returning to pre-procedural baseline, and the reported unspecified tissue injury (surgical procedure) associated with the chordae rupture, appear to be due to the slda. The cause of the reported incomplete coaptation (intraprocedure) associated with the slda could not be determined. The observed material deformation associated with the bent actuator mandrel was due to post-procedural shipping conditions (device returned loose in a biobag with actuator mandrel extended). The observed deformation due to compressive stress associated with the actuator coupler deformation, and the observed scratched material associated with the l-lock tabs scratches, appear to be due to post-procedural handling, as the device being returned with the actuator mandrel extended indicates handling of the actuator area, and no related issues with the actuator coupler or l-lock tabs were indicated during the procedure. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention, surgical intervention, and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.